Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 753042.

Event description:
It was reported that the patients paddle lead had migrated. During the procedure to revise the lead and tunnel it to its proper location, the implantable pulse generator (ipg) would no longer connect to the remote control despite multiple troubleshooting attempts. The physician opted to replace the ipg and the patient was doing well post operatively. The lead remains implanted and in use.

Manufacturer narrative:
Sc-1216: sn (B)(6). The returned implantable pulse generator (ipg) was analyzed and the ipg was returned for analysis. It was able to be recharged in one four-hour charge cycle but would quickly deplete. The data logs were captured which revealed a high stim off depletion rate. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. With all the available information, boston scientific concludes the reported event was confirmed. The application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patients paddle lead had migrated. During the procedure to revise the lead and tunnel it to its proper location, the implantable pulse generator (ipg) would no longer connect to the remote control despite multiple troubleshooting attempts. The physician opted to replace the ipg and the patient was doing well post operatively. The lead remains implanted and in use.